Event description:
Customer claims that the strait jacket was in use at a police station when one of the buckles broke. Customer stated that no one was hurt. Customer provided limited product info and would not provide a contact for additional info.

Manufacturer narrative:
(B) (4). Product was requested to be returned for evaluation and has not been received. (B) (4).